Event description:
It was reported that during a cryo ablation procedure, the patient developed bradycardia and was treated with back-up pacing. The procedure was able to be completed with cryo. At seven hours post-operatively, the patient's heart rate suddenly dropped to sixteen to twenty beats per minute and thus the blood pressure was immeasurable. An intravenous (IV) medication was given for the low heart rate but the heart rate did not rise. Therefore, "cardiac massage", temporary pacing and another IV medication were introduced. On the fourth post operative day, the IV medications and temporary pacing were discontinued and no bradycardia was observed after and the patient was discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.